Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. The investigation into the reported event is currently ongoing. A follow-up report containing the results of the investigation will be submitted upon it's completion. At this time, no additional information has been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 06-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 07-apr-2026. It was reported that the patient received several alarms from remunity pump, serial number: (B)(6), during the night. The patient attempted to switch to their backup pump, serial number: (B)(6), but received a cassette depleted alarm after attaching a new cassette. The patient was able to continue their infusion on a third remunity pump they had on hand.